Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Ccording to the reporter: during repair of inguinal hernia, when removing the product from the package and trying to connect the obturator and the outer cannula, the joint of the obturator was bent and could not be connected. The procedure was completed with another device. No patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted; the tab on the side of the top of the obturator was bent inwards. The trocar, cannula and circular seal appeared intact. Pmv performed functional testing: the port passed an air leak test. The obturator was inserted into the cannula but could not connect because of the bent tab. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent obturator tab may occur when mishandled during clinical application. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.